Event description:
The pump was eroding. According to the pt's physician, the site was "contaminated", not infected. The pump and proximal portion of the catheter were replaced. The new pump was placed on the opposite side. Per this rptr, following the replacement, the pt was "fine"; he did not have any issues with withdrawal or overdose to the best of their knowledge. The device system was used to deliver lioresal (2000 mcg/ml).

Manufacturer narrative:
(B)(4).